Event description:
It was reported that the programmer was displaying an error message. Cycling the power off and on to the programmer did not clear the error. It was advised that the caller try running the 2090 service diskette and if that did not clear the error then send the programmer in for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.